Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebq0224 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (rebq0224) have been reported from the same facility.

Event description:
It was reported by user facility that the length of the line placed was 10cm in the left basilic vein on (B)(6) 2017. It was stated that the day after placement the dressing was soiled, wet with clear serous fluid, antimicrobial disc was swollen, the stat lock was soiled, and the transparent dressing was loosened and peeling up from the excess moisture. It was reported that when the power midline was flushed with saline or had running IV fluids, the device would tend to leak more (the leaking was visible) than when the line was clamped. The patient's arm was not edematous and the patient's arm circumference did not increase days following insertion. No patient harm was reported.